Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a dehp free solution administration set in which the tubing of the set separated from an unspecified component was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. No other tests were performed. The assignable root cause of the reported condition is due to low insertion by assembly machine. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Customer reported to baxter ireland of a dehp free solution administration set in which the tubing of the set separated from an unspecified component. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This is a product not distributed in the us and does not have a 510(k) number.